Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he currently had a blood glucose level over 600 mg/dl even though he treated with the insulin pump. The customer stated that he had a blood glucose level of 250 mg/dl about four hours prior to the call, which would not come down. Troubleshooting did not show any malfunction of the insulin pump, however the customer was unable to complete due to not having a tubing clamp. The customer was shipped a tubing clamp and stated that he would call back. The insulin pump was not replaced or returned for analysis.